Event description:
The reporter stated upon receipt of an aq5010v silicone three piece lens, the lens had a broken haptic.

Manufacturer narrative:
Evaluation results: other - visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined.